Event description:
5mm handswitching probe was being used to coagulate liver biopsy site. The tip of the probe broke off and stuck in the liver. It was removed by dr. To make sure that it was intact. No known harm to patient.